Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: returned product consisted of emerge balloon catheter with no other devices. There was contrast and blood in the inflation lumen. Microscopic examination of the balloon presented no irregularities in the balloon material. Microscopic examination of the markerbands presented no irregularities that could have contributed to the damage. No proximal weld damage was found. Functional testing was performed by attaching an inflation device filled with water to the device. As the device was pressurized water leaked from a hole in the midshaft. Microscopic examination of the midshaft revealed a scratch and hole 4mm from the guidewire exit notch. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported inflation difficulty was due to the hole in the midshaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 28-apr-2015. It was reported that balloon inflation issues were encountered. The 90% stenosed target lesion was located in the severely tortuous and a moderately calcified left anterior descending (lad) artery. A 2.00mm x 30mm emerge¿ balloon catheter was used to dilate the target lesion. However, the balloon did not inflate and the blood flowed back. The device was removed and was inflated outside the patient without issue. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed shaft hole/perforation.